Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive results on a (B)(6) year old female with abdominal pain. There was no additional patient information. (B)(6). There are no injuries associated with this event. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 03/01/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Due to expiry date of the cartridge lot retain testing could not be performed. Analysis of retain testing from a previous incident using clew (coefficients, limits, errors and windows) software version (B)(4) of lot n17218 met the acceptance criteria for the detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for b-hcg lot n17218.